Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auxiliary o2 flowmeter was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in auxiliary oxygen was lost due to the faulty flowmeter. There was no patient involvement.